Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since it was found to not involve a product that is designed or manufactured by depuy synthes joint reconstruction. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ratchet handle does not ratchet, it just spins without being able to tighten or loosen.